Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 12-jul-2019. The most recent information was received on 18-jul-2019. This spontaneous case was reported by a consumer and describes the occurrence of dysmenorrhoea ('very painful bloody periods') in an adult female patient who had essure (batch no. D40626) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), blindness ("loss of sight"), fatigue ("major fatigue"), myalgia ("muscle pain"), arthralgia ("joint pain"), migraine ("very strong migraines"), dizziness ("dizziness"), toothache ("dental pains") and breast pain ("breast pain"). The patient was treated with surgery (total conservative hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the dysmenorrhoea, blindness, fatigue, myalgia, arthralgia, migraine, dizziness, toothache and breast pain outcome was unknown. The reporter provided no causality assessment for arthralgia, blindness, breast pain, dizziness, dysmenorrhoea, fatigue, migraine, myalgia and toothache with essure. The reporter commented: she underwent a total conservative hysterectomy, bilateral salpingectomy. One month later still some symptoms but not as strong. Lot number: d40626, manufacture date: 2014-12, expiration date: 2017-12 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jul-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 12-jul-2019. This spontaneous case was reported by a regulatory authority and describes the occurrence of dysmenorrhoea ('very painful bloody periods') in an adult female patient who had essure (batch no. D40626) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), blindness ("loss of sight"), fatigue ("major fatigue"), myalgia ("muscle pain"), arthralgia ("joint pain"), migraine ("very strong migraines"), dizziness ("dizziness"), toothache ("dental pains") and breast pain ("breast pain"). The patient was treated with total conservative hysterectomy, bilateral salpingectomy. Essure was removed on (B)(6) 2019. At the time of the report, the dysmenorrhoea, blindness, fatigue, myalgia, arthralgia, migraine, dizziness, toothache and breast pain outcome was unknown. The reporter provided no causality assessment for arthralgia, blindness, breast pain, dizziness, dysmenorrhoea, fatigue, migraine, myalgia and toothache with essure. The reporter commented: she underwent a total conservative hysterectomy, bilateral salpingectomy. One month later still some symptoms but not as strong. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.